Manufacturer narrative:
The device was not returned for analysis and a root cause has not been identified. Additional information has been requested from the reporter; at this time, we are awaiting a response to our questions. Should the device be returned for analysis or additional information provided, a supplemental report will be submitted at the conclusion of the investigation. The manufacture internal reference number is (B)(4).

Event description:
A healthcare professional reported that the patient had a reaction to a silent nite appliance. The patient experienced break outs on lips on the third week of using the appliance (no exact date provided) patients cheeks are still red. The patient symptoms resolved after discontinuing the device. The patient was advised to get an allergy test with their medical provider.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 7.0 (silent nite sleep appliance instructions for use) provides warning in "precautions" section: do not soak the device in mouthwash, denture cleanser, hot water (> 50 °c) or alcohol. Do not wash the device with soap, toothpaste, or mouthwash. Do not dry the device with a blow dryer. Do not store in direct sunlight.". Per the reported information, the patient has an allergy to latex. Supplier (B)(4) reviewed the incident details and stated, "it is unusual that a real allergic reaction starts only after 8 days, it could have other causes," glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt (B)(4) rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. Manufacturer reference: (B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information . The following correction has been updated in this report. Corrected information g3(date received by manufacturer) that was not captured in the pervious report was corrected in this report. Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. Manufacturer reference: (B)(4).